Manufacturer narrative:
Intuitive surgical, inc. (Is)I followed up with the initial reporter and obtained the following additional information: customer stated that is unknown if the damage was noticed before or after reprocessing. The internal wires were not exposed. There was no instrument collisions. After the last procedure the instrument was not inspected. No arcing was observed and there was no thermal damage at the site of the conductor wire breakage. No patient demographics were provided. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint regarding loose conductor wire was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, curved bipolar dissector (cbd) conductor wire was found damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) on 31-jul-2025. The following additional information was provided: it¿s hard to tell exactly, but there might be a slight pinch or kink on the conductor wire.